Manufacturer narrative:
Occupation: rph.

Event description:
Information was received indicating that the patient was unable to get chemotherapy for several hours while using a smiths medical cadd legacy plus pump. There was no reported adverse event.